Event description:
Originally reported from (B)(4)- parent is performing testing for child. Consecutive protime system results; 1.0 inr, "no sample seen" message, 2.1 inr. No testing by any other systems. Patient inr therapy range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.